Manufacturer narrative:
Inspected 1 opened/used enlite sensor and performed visual inspection and found sensor cannula retracted on other side of sensor base, no missing part was found during analysis. Unable to confirm if customer received sensor in said condition due to customer returning sensor opened/used.

Event description:
The customer's spouse called and reported having problems with the sensor. When it was removed, the sensor cannula was found not to be intact and it was unknown whether the cannula was still in customer's body. Caller was advised to contact healthcare provider for treatment. Caller stated there was pain at insertion site, following removal.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.